Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "false positive."

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number ct2297) had a "false positive¿. Customer reported that they had increasing false positive results. Customer increased cleaning but the issue persisted. Application specialist visited the site and cleaned the instrument. The case was due to no reoccurrence. Review of device history record for instrument serial number, ct2297 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 31mar2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct2297 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information was provided that allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "false positive".